Manufacturer narrative:
Follow up #1 09/22/2016. Device evaluation: the pump has been returned to animas and evaluated on 08/23/2016 with the following findings: all of the keypad buttons were normally responsive. There was no contamination found underneath the button contacts. Moisture damage was found on the keypad connector. The battery compartment was found to be cracked below the case seal. Moisture ingress was observed underneath the display lens. The pump failed a leak test due a leak at the display lens. Moisture damage was found throughout the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2017.